Manufacturer narrative:
There was no patient involvement. Sorin group (B)(6) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 control panel was unresponsive during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified fluid penetration into the touch screen. The touch screen was replaced to resolve the issue. This is a known issue and a CAPA ((B)(4)) has already been initiated. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 control panel was unresponsive during priming. There was no patient involvement.